Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, pap smear abnormal, yeast infection, itching, herpes simplex and perineal pain. Previously administered products included for an unreported indication: orthotri cyclen and yaz. Concurrent conditions included lower abdominal pain, insomnia and lymph node biopsy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), lymphadenopathy ("other injury(ies) or complication (s) please describe: enlarged lymph nodes in clavicular area"), alopecia ("hair loss"), fatigue ("fatigue"), mental disorder ("psychological or psychiatric problems or condition") and back pain ("back pain"). The patient was treated with surgery (ablation, and laparoscopic bilateral salpingectomy with essure removal, d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, lymphadenopathy, alopecia, fatigue, mental disorder and back pain had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, lymphadenopathy, menorrhagia, mental disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record headaches, migraines. Fatigue. Menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs&mr received reporter information. Case become incident injury nos replaced new event was added pelvic pain, vaginal hemorrhage, menorrhagia, migraines, headaches, dysmenorrhea, lymph nodes enlarged, hair loss, fatigue, psychological disorder, back pain. Outcome added vaginal hemorrhage, menorrhagia, migraines, headaches, dysmenorrhea, lymph nodes enlarged, hair loss , fatigue, psychological disorder, back pain. Severity added pelvic pain and back pain. Historical drugs and medical history was added. Lab test added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's medical history included anxiety, pap smear abnormal, yeast infection, itching, herpes simplex and perineal pain. Previously administered products included for an unreported indication: orthotri cyclen and yaz. Concurrent conditions included cramp in lower abdomen, insomnia and lymph node biopsy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), lymphadenopathy ("other injury(ies) or complication (s) please describe: enlarged lymph nodes in clavicular area"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems or condition/anxiety") and depression ("psychological or psychiatric problems or condition/depression"). On an unknown date, the patient experienced headache ("headaches,") and back pain ("back pain"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy with essure removal, d&c, novasure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and depression outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, lymphadenopathy, alopecia, fatigue, anxiety and back pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, lymphadenopathy, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-nov-2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record headaches, migraines. Fatigue.menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received- new event ablation and depression were added. Event psychological or psychiatric problems condition was updated to anxiety. Event onset date was added. Patient's age was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.